Event description:
Caller reported a malfunction on the pump due to a displayed malfunction 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The same malfunction code did not recur after the reset, and the customer was able to continue using the pump. There was an instruction for the caller to contact support again if the issue recurs, which the caller acknowledged and understood.